Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check tes) has been confirmed. Upon investigation the electrode belt ECG "c" cable was unable to be recognized. The white (lead 1-) wire was pinched causing the failures. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt/ check therapy electrode messages.